Event description:
The hospital reported that during a coronary artery bypass procedure hs iii proximal seal didn¿t deploy properly and it was unable to stop bleeding in the patient¿s aorta. They removed the proximal seal and used an enclose to stop bleeding and completed the procedure.

Manufacturer narrative:
Added "leak" in device codes. Lot number changed from "25138397" to "25139842" internal complaint -trackwise #: (B)(4). Autonumber # (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure hs iii proximal seal didn¿t deploy properly and it was unable to stop bleeding in the patient¿s aorta. They removed the proximal seal and used an enclose to stop bleeding and completed the procedure.